Manufacturer narrative:
Allergic reaction. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at 2 levels. The product was placed in a cage in disc space. On an unknown date, post-op, patient suffered with unspecific allergic reaction. There is, however, no proof if the patient conditions were related to the implanted products. It was not clear from where the allergic symptoms were coming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure performed on (B)(6) 19: l3-l5 'lws' fixation with pedicle screw (from neo medical) and two cages. There is no plan to perform revision surgery, and to remove the implanted products. The doctor has only requested material testing of the alleged product.